Event description:
Underdelivery reported. The pump was set to run at 150ml over 1 hour every 8 hours with a kvo of 1ml/hr between doses. Medication infusion was acyclovir 2700mg in 580cc of fluid. On 4/11/1999 (this was day 3), the pump had delivered the kvo rate correctly for just short of 3 hours, having infused 2.9ml, when the pump reportedly beeped once and the display went blank. The pt and spouse unzipped the fanny pack and checked the pump, but didn't think anything of the blank display and didn't call the pharmacy. The pharmacist came by the next day to change the bag since the drug is only stable for 24 hours and noted the blank display and the "bag essentially still full". He turned the pump off for 15 seconds, then turned it back on, and it worked fine, and the display then worked correctly. The pt had missed 2 doses. The pharmacist had arrived an hour after the 3rd dose was to have been given, and he started it up right away, thereby only having a 1 hour delay of the 3rd dose. The pump was not switched out at the time as there were no other available pumps. The pharmacist asked the wife to check the pump every hour and contact them if any problem was noted. The batteries had been changed, and had been used for 30 hours before the event occurred. "Usually batteries last 5 days." The customer checked history after replacement pump received and switched out, and history showed 2.9cc delivered, then a power interruption. No battery change was done at the time of the event, since the pump operated correctly once "rebooted". Customer states that no pt harm occurred.